Manufacturer narrative:
Insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No display ramping on its own anomaly noted. Insulin pump received with cracked case at display window corners and minor scratches on lcd window corners.

Event description:
Customer reported that he was entering the carbohydrates intake when the numbers on the screen started ramping; customer tried to reset the device and a button error alarm occurred. Blood glucose is 238 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.